Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the device failed return instrument test/evaluation (rite) electrical test due to a failed earth leakage test and failed rite functional test due to a system error 2044 and no power. The cause for the failed earth leakage test was determined to be a shorted pump assembly due to fluid ingress. All issues are related to the reported system error issues. A service history review was performed, which showed the device passed all required tests and calibrations prior to its release to the field. No issues were identified that may have contributed to the failed earth leakage current test. The previous return of the device was not for any issues related to the failed earth leakage current test. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
During evaluation of a returned homechoice (hc) device, the product analysis laboratory determined the hc machine system failed returned instrument test/evaluation testing due to a failure of the earth leakage current test. No medical intervention or patient injury was reported.